Event description:
The customer reported that their device would no longer power on. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
Physio-control provided the customer with the part number for a replacement power pcb assembly. After multiple unsuccessful attempts to contact the customer to determine the cause of the reported failure and whether or not the device has been repaired, it is unknown if the has been repaired and or returned to service for use. The device has not been returned to physio-control for evaluation.